Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, non-sustained rv oversensing was observed. The patient is not pacemaker dependent. Programming changes were made. The device remains implanted. The patient was unaffected by the event and will continue to be monitored.

Event description:
New information received indicates that when an asymptomatic patient presented for a pre-radiation device check, episodes of non-sustained rv oversensing due to intermittent post-sensed t-wave oversensing were observed. It was noted that the patient had a cat scan. No programming changes were made. The patient was stable and will continue to be monitored.